Event description:
The customer reported driving a vehicle over the insulin pump, and damaging the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 140 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: pump received with cracked and bleeding lcd glass. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and scratched reservoir tube window.